Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several downstream pressure errors were found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, external inspection and reproducible tests confirmed the reported event with the failure of the ocs. However internal check founded nothing. The downstream pressure sensor was replaced and sent back to brézins for further investigation. Changing this part solved the problem. During internal tests, all tests successfully (maintenance and functional tests). Although the reported event could not be reproduced with spare part received the complaint description was confirmed by speaker errors found in the log review and it was reproduced with reported pump. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: unable to pass the system tests customer reporting when connecting the tubing, unable to pass the system tests and frown faces on the screen. Did clean out the ports and worked temporarily but then unable to get the past tests after that. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.